Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. As per the mitraclip nt instructions for use (IFU), the mitraclip nt system is intended for reconstruction of the insufficient mitral valve through tissue approximation. It should be noted that the mitraclip IFU states: if the grasp appears satisfactory, lower the grippers onto the leaflets. It also warns: failure to confirm that both grippers have been lowered onto the leaflets prior to closing the clip may result in loss of leaflet capture and insertion. Loss of leaflet capture and insertion may result in inadequate reduction of mitral regurgitation and may result in a single leaflet device attachment (slda). The IFU states: use echocardiographic imaging to verify insertion of both leaflets and satisfactory grasp by observation of: leaflet immobilization, single or multiple valve orifice(s), limited leaflet mobility relative to the tips of both clip arms and adequate mr reduction. The reported patient effects of emboli (mitraclip nt device), foreign body in patient (failure to retrieve mitraclip nt system components), as listed in the IFU are known possible complications associated with mitraclip procedures. The reported improper or incorrect procedure appears to be related to the user using the device for a tricuspid valve procedure, which is considered an off-label use of the device. The other reported improper or incorrect procedure appears to be related to the user error where the leaflet assessment performed did not identify sufficient leaflet insertion. The slda, subsequent clip detachment and the device damaged by another device(dislodged) was a combination of the challenging patient morphology/pathology (thin leaflets and a lead from a peacemaker at the posterior leaflet) and user error (leaflet assessment performed did not identify sufficient leaflet insertion due to visualization limitations). The embolism and foreign body in patient were a result of case-specific circumstances as the detached clip embolized and was not retrieved from the anatomy. There is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system, is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report the single leaflet device attachment (slda), complete clip detachment (ccd) and embolization of the first clip. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Visualization was noted to be difficult due to leads from an implanted pacemaker and the leaflets were noted to be thin. The first clip (cds80319u194) was thought to be implanted on the anterior and posterior tricuspid leaflet; however, due to poor visualization, it was not possible to confirm the insertion on the leaflets and after a few minutes, the clip detached from the anterior leaflet (slda). During placement of the second clip (cds80321u130), the second clip came in contact with the first clip and the first clip detached from the posterior leaflet (ccd). Visualization was difficult and due to the position of the lead from the pacemaker, the second clip could not be placed, so it was removed, undeployed, without issue. The detached clip was stable in the superior vena cava behind a lead from the pacemaker. There were no attempts made to retrieve the detached clip. Tr remained at 4. The patient remained stable. No additional information was provided.